Manufacturer narrative:
Evaluation summary: the sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed and 25cc of air was applied to the cuff using a syringe and it was observed after seconds the cuff deflated. A visual inspection was performed and it was observed the cuff presents a small tear, the failure mode tear in cuff is confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a patient code and shortly after placing the tube and trying to bag the patient, they noticed the tube's cuff was not holding air. The tube was removed and another endotracheal tube of the same size was used to reintubate the patient.